Event description:
The patient contacted animas on (B)(6) 2012 inquiring about the status of a replacement pump. The patient claimed, she never received a pump replacement for a power issue she reported on (B)(6) 2012. At the time of the call, the patient reported that prior to contacting animas on (B)(6) 2012 the subject pump had randomly powered off on at least 4 occasions. The patient claimed she would become aware of power issue when she would attempt to bolus and would see the verify screen on the pump's display. The patient reported that on at least 3 of the 4 occasions that the pump powered off without warning she had a high blood glucose excursion. On one of those occasions, the patient stated she obtained blood glucose readings in the 280 to 350mg/dl range and had symptoms of nausea, vomiting and tested positive for small ketones. The patient reported that treated the high bg with a correctional bolus via the pump after she had rewound, loaded and primed the pump successfully. During the initial call to animas on (B)(6) 2012, the patient did not inform animas customer support of the elevated bg excursion. At the time of troubleshooting, the patient denied any visible damage to the pump casing or battery cap. The patient confirmed the battery cap was secured to the pump. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the subject pump rebooted without warning. Please refer to related MFR 2531779-2012-00822 for reporting of power complaint called in on (B)(4) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the battery compartment or battery cap. The battery cap was found to secure tightly to the pump. The pump was able to boot up to the verify screen with the appropriate auditory and vibratory alarms. There were no alarms noted in pump's history related to complaint. A review of the tdd basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. An "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no defects were found with the printed circuit board, power flex or power terminals. The reported intermittent power issue was not able to be duplicated during investigation.